Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were getting lines on the screen and cannot see the icons. The customer¿s blood glucose level was 137 mg/dl. Troubleshooting was assisted. The customer was advised to discontinue from the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No missing segments or unexpected lines across the screen noted during testing. Device functioning properly. (B)(4).